Manufacturer narrative:
Conclusion code: the affected tubing was replaced by the customer. Issue was resolved and repair was verified by the beckman coulter field service engineer. Beckman coulter internal identifier for this report is (B)(4).

Event description:
The customer reported a leak inside the coulter hmx hematology analyzer with autoloader. The customer indicated 15 ml of fluid leaked and was not contained within the instrument. The customer was wearing personal protective equipment consisting of gloves, goggles and a laboratory coat and no exposure or injury was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event. Beckman coulter field service engineer (fse) was dispatched but noted that the customer had already resolved the leak. The fse indicated that there was a hole in the tubing through pinch valve (pv) 49 and the customer replaced the tubing. The fse verified that the leak was resolved.